Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported by the parent that the patient uses insulet omnipod5 in modified closed loop. The reporter called the endocrinologist again on (B)(6) 2025 (the first call was on (B)(6) 2025 (B)(6)) regarding the inaccurate reading of the dexcom devices and the brief sensor issue (B)(6). The cgm was 70 mg/dl while the bg was 40 mg/dl. The patient had unspecified hypoglycemia symptoms. So, she had to pause the omnipod and had the patient drink some sugar to bring the sugar back up. The doctor advised the reporter to remove the wearable and call dexcom to have it replaced. The patient was fine during the report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.